Event description:
Patient reported right side "raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)", no treatment or surgical intervention indicated. Additionally, healthcare professional reported capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the spec, deformation device, creases fold and wear abrasion. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.6., h.3., h.6.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "raynaud's phenomenon " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: raynaud's phenomenon.

Event description:
Patient reported right side "raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)", no treatment or surgical intervention indicated. Additionally, healthcare professional reported capsular contracture, baker grade I. Device has been explanted.